Manufacturer narrative:
The facility staff and biomed were able to relock the table and the procedure completed successfully. A steris service technician inspected the table and found a hydraulic fluid leak at the lift cylinder. The table has been removed from service and will be returned to the manufacturing facility for further evaluation. A replacement table is being provided to the facility.

Event description:
The user facility reported that the floor locks of a 5085 srt table lifted up and would not respond to the hand control during a patient procedure. No injuries to hospital staff or patients occurred. The procedure was delayed as a result of the reported event.